Event description:
Patient was implanted with two rods on (B)(6) 2010. Reportedly the rods broke post operative. Removal of the rods is unknown. This report is #1 of 2 for the same event. This report is on an unknown rod.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.